Manufacturer narrative:
The complaint of the catheter being "a little bit yellow" was confirmed. One presep triple lumen catheter with a dilator, guidewire with holder, and two 5ml bd syringe, two needles and cal cup was returned for evaluation. During visual examination, the discoloration appeared to be lighter than was seen prior to decontamination. However, the product should be free of stains and/or discoloration, per the applicable documentation. The discoloration on the catheter was compared to the samples saved from a previous investigation and the catheter body discoloration appears to be the same. The decontamination process has made the discoloration lighter and impossible to perform chemistry testing; however, it appears that the discoloration is the heparin coating on the product that has changed color due to the eo gas used during the sterilization process. There are no indications that the function of the product has been impaired; this appears to be a cosmetic defect. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the catheter inside the box appeared to be old, not clean (a little bit yellow) and already used. It was noted before use. It was further indicated that the catheter appeared a little bit yellow and the shape of the catheter was not correct.